Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat bilateral shoulder pain. In (B)(6) 2024 the patient was noted to have one of the implanted leads migrated to a position where it was very superficial and visible under the skin. The patient reported no pain or discomfort from the lead, however the physician advised to move the lead. On (B)(6) 2024 a surgical revision was performed to move the lead to a deeper position. No components were explanted or replaced during the procedure.

Manufacturer narrative:
Patient did not report any pain, discomfort, or loss of therapy. Procedure was performed as a precaution to avoid any potential complications from the lead being superficial to the skin. No allegations or indications of any system or component failure and all components remain implanted and in use. Lead migration is a known inherent risk of implantable neuromodulation systems.